Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/06/2016. The fse found that the erythrolysis pump and tubing were defective. The fse replaced the defective pump and tubing, which repaired the differential vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter hmx analyzer was generating vote outs for differential parameters. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.